Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 2 needles 26x3/8 ib experienced foreign matter contamination and a clogged/blocked needle. Product defects were noted during use. The following information was provided by the initial reporter: verbatim: it was reported that the customer had difficulty with the air removal step, stating that it seemed something was blocking the needle and impacting the ability to pull back. The customer switched to a new needle and the same thing happened. They ended up using an new cartridge, needle and syringe and had no issue. The customer stated the two needles after removed from the syringe appeared to have a white foreign matter in them, blocking airflow. 1. Description of issue: contact reports they had difficulty with the air removal step, stating it seemed as if something was blocking the needle and impacting the ability to pull back. They switched to a new needle tip, using the same syringe body and same cartridge and this still happened. Note that they had not tried to fill the cartridge yet for both instances. They ended up using a new cartridge, needle and syringe body and this worked. 2. Number of occurrences: 2 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No 5. Product lot number: unavailable 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes (contact: **********) 7. Did issue cause any injury? No if yes, what type of injury? No. 8. Medical intervention needed? No.

Manufacturer narrative:
H.6. Investigation summary: 2 samples were received. They came with no packaging blister. Both have the plastic shield. Visual inspection was performed under the microscope 30x finding no foreign matter or any other defect. Each was connected to a syringe with saline solution. Both were good expelling the solution. The container where the samples came was also inspected for any loose foreign matter. There's no foreign matter observed. The failure mode could not be verified and the root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. H3 other text : see section h.10.

Event description:
It was reported that 2 needles 26x3/8 ib experienced foreign matter contamination and a clogged/blocked needle. Product defects were noted during use. The following information was provided by the initial reporter: verbatim: it was reported that the customer had difficulty with the air removal step, stating that it seemed something was blocking the needle and impacting the ability to pull back. The customer switched to a new needle and the same thing happened. They ended up using an new cartridge, needle and syringe and had no issue. The customer stated the two needles after removed from the syringe appeared to have a white foreign matter in them, blocking airflow. 1. Description of issue: contact reports they had difficulty with the air removal step, stating it seemed as if something was blocking the needle and impacting the ability to pull back. They switched to a new needle tip, using the same syringe body and same cartridge and this still happened. Note that they had not tried to fill the cartridge yet for both instances. They ended up using a new cartridge, needle and syringe body and this worked. 2. Number of occurrences: 2. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. 5. Product lot number: unavailable. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes (contact: **********). 7. Did issue cause any injury? No if yes, what type of injury? No. 8. Medical intervention needed? No.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 needles 26x3/8 ib experienced foreign matter contamination and a clogged/blocked needle. Product defects were noted during use. The following information was provided by the initial reporter: verbatim: it was reported that the customer had difficulty with the air removal step, stating that it seemed something was blocking the needle and impacting the ability to pull back. The customer switched to a new needle and the same thing happened. They ended up using an new cartridge, needle and syringe and had no issue. The customer stated the two needles after removed from the syringe appeared to have a white foreign matter in them, blocking airflow. Description of issue: contact reports they had difficulty with the air removal step, stating it seemed as if something was blocking the needle and impacting the ability to pull back. They switched to a new needle tip, using the same syringe body and same cartridge and this still happened. Note that they had not tried to fill the cartridge yet for both instances. They ended up using a new cartridge, needle and syringe body and this worked. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Product lot number: unavailable. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? No if yes, what type of injury? No. Medical intervention needed? No.